Manufacturer narrative:
No button error alarm was noted. The insulin pump had no button response due to corroded keypad traces. The rewind anomaly could not be tested due to the unresponsive buttons. The insulin pump had minor scratches on the display window, a cracked case at a display window corner, cracked battery tube threads, a cracked reservoir tube lip and a missing end cap sticker.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported a button error alarm when she was putting in her reservoir. The customer's blood glucose was 169 mg/dl. The customer could not recall any significant events leading to the alarm. Customer was advised to disconnect from the insulin pump and revert to a back-up plan. No additional information is provided.